Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the geenen pancreatic stent of unknown rpn and lot number was not returned to cirl for evaluation. With the information available a document-based investigation will be performed. Lab evaluation: n/a. Image review: n/a. Document review including IFU review: prior to distribution all gepd-5-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the geenen pancreatic device could not be completed as the lot number is unknown. The instructions for use, ifu0055-4 which accompanies this device instructs the user to "advance guiding catheter* and/or pushing catheter in1-2cm increments until stent is in desired position". The japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definite root cause cannot be determined from the limited information available . A possible root cause could be attributed to the user error of the physician retracting the pushing catheter in error rather advancing it until the stent had reached its desired location. The instructions for use state that the pushing/guiding catheter should be advanced in increments until the stent is in place, retraction or pushing back of the catheter in order to advance the stent is not listed as a step in the instructions and could have contributed to the proximal end of the pushing catheter becoming separated in the endoscope. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During ercp, the user found a separated proximal part of the pushier in an endoscope. The initial reporter told the rep that he determined it was separated when the doctor used the pushier backwards by mistake to push gepd stent and separated without awareness during a previous procedure and the separated part had been left in the endoscope until then. The separated part was removed and the procedure was completed without problem. The patient did not experience any adverse effects due to this occurrence.